Event description:
It was reported the ipg was unable to communicate with the pt programmer or charger. The pt believes this occurred two days ago. X-rays were obtained; however the results are currently unknown. Follow-up revealed the pt has stimulation. Surgical intervention is forthcoming to possibly reposition the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.